Event description:
According to the reporter, during a sleeve gastrectomy, the gun worked for four staples then locked up and did not longer work. Another reload handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: unknown egia su, unknown endo gia sulu (lot#unknown). If information is provided in the future, a supplemental report will be issued.